Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader turned on with button and strip insertion. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc device. A customer reported that their meter powers on with the button pressed however, not upon test strip insertion. The customer was unable to obtain scans and as a result, the customer experienced symptoms described as ¿turning of the head¿, tremor, and a seizure however, the customer was able to self-treat with candy. There was no report of a third-party medical intervention as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc device. A customer reported that their meter powers on with the button pressed however, not upon test strip insertion. The customer was unable to obtain scans and as a result, the customer experienced symptoms described as ¿turning of the head¿, tremor, and a seizure however, the customer was able to self-treat with candy. There was no report of a third-party medical intervention as no further information was provided. There was no report of death or permanent injury associated with this event.